Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump and two cylinders were received for evaluation. The inlet tube with connector of the pump was detached to allow testing. Examination and testing of the returned component revealed a separation in the exhaust tube of cylinder 2 near the strain relief. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with the pump, cylinder 1 or detached inlet tube with connector. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the exhaust tube of cylinder 2 indicated that sufficient stress(s) was exerted on this site near the pump to separate it while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted..

Event description:
According to the available information, damage of the tube near the right cylinder. Per additional information, tears and a hole of the tubing near the cylinder was observed.